Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, service was not able to confirm the customer's reported issues (image loss and disconnection in the cable). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the device testing and legal manufacturer's investigation, the device met specification. The root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when preparing the subject device for use prior an unspecified diagnostic procedure, the image was lost from the camera head after approximately ten minutes after it was powered on, and there was a disconnection in the cable. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event, but no additional information was provided. This report is being submitted for the image loss reported by the customer.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.